Event description:
Frequency: weeks d and 2, every 6 months; spontaneous call overnight pharmacist received a call from (B)(6) medical to confirm patient's veletri dosing who reported the patient was hospitalized for a leak in her groshong catheter and seemed to be in good spirits. Date of admittance or current length of hospitalization is unknown. No other information, details or dates provided. Ruxience frequency: infuse 1000mg intravenously at weeks 0 and 2, every 6 months. Reported to cvs/caremark by: health professional.